Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line). This occurred during the third dwell cycle of peritonean dialysis (pd) therapy. The care giver (cg) stated that they had left the unused final line clamp open. The technical service representative (tsr) assisted the cg in clearing the alarm and advised the cg to have the home patient (hp) finish therapy manually. There was no patient injury or adverse event associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was unavailable for analysis; therefore, no evaluation could be performed. However, a clamp being left open on unused lines is a known cause of this issue. Per "the homechoice and homechoice pro apd systems patient at-home guide", users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.